Manufacturer narrative:
Calibration and qc were acceptable. No relevant alarms were observed on the alarm trace data. The field service engineer (fse) did not find a cause for the event. The fse checked the probe alignments, replaced syringe seals, checked the gear pump pressure, and the measuring cells. Calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number was (B)(6). The field service engineer (fse) performed preventive maintenance on the e601 module in question. Afterward, the customer repeated the sample, and the result was 7.0 ng/l. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e601 module. The initial result was 24 ng/l from the e601 module in question. The physician questioned the result due to the patient's age. The sample was repeated on the e601 module in question, with a result of 24 ng/l. The customer repeated the sample on a different e601 in the laboratory, and the result was 6 ng/l. The sample was repeated on this 2nd module, and the result was again "within the normal range." The actual result was not provided. The result of 6 ng/l was believed to be correct, and the result was amended in the patient¿s chart. The customer replaced the reagent packs on both modules and performed calibration and qc. The sample was repeated on both modules, and the result was "elevated" on the e601 module in question and "normal" on the 2nd e601 module. The actual results were not provided.